Event description:
The surgeon reported that the pt was complaining of pain. The reason for the revision was given as loosening by the surgeon. When the plate was removed it was noted by the surgeon that there was fibrous on growth present.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. The investigation could not verify or draw any conclusions about the reported device loosening. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.